Event description:
Report received of an overdelivery of primacor. The pump was programmed to deliver a volume of 211ml of an unspecified dose of primacor in the continuous mode at a rate of 4.4ml/hr in the homecare setting. The bag of primacor had a total volume of 240ml. The customer stated that an unspecified volume of over-fill is put in the bags. It was reported that the pt's care-giver hung a bag of primacor on sunday evening (in 2001) at an unspecified time. Thirteen hours later the pump gave an audible alarm and displayed the message "empty container." The primacor bag was empty. The pt elected not to call the customer because a nurse was scheduled to visit on monday morning. When the nurse arrived, the customer was contacted and a replacement pump was taken to the pt. It was reported that the pt did not experience any adverse effects. Though requested, no further info was availlable.